Event description:
It was reported by the customer, after the evis exera ii ultrasound gastrovideoscope was received back from repair, the balloon channel was sampled twice on (B)(6) 2021. In the first sample, the scope tested positive for two (2) colony forming units (cfus) of streptococcus mitis. In the second sample, the scope tested positive for six (6) cfus of streptococcus mitis and one (1) cfu of bacillus. On the third microbiological sampling, the scope tested negative. The issue was found at reprocessing during a routine culture of the scope and was not used on a patient after the finding. The scope had arrived at the facility after repair, was manually cleaned which included brushing, then reprocessed in the endodet automatic endoscope reprocessor (aer) and stored in an olympus endoscope drying cabinet (edc). The reprocessing was repeated, then the scope was cultured and added to quarantine. The scope is to be cultured every week. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization of the scope was performed by the customer. The scope was precleaned. The bedside pre-cleaning occurred in the examination room under five (5) minutes post procedure with olympus endodet detergent. The instrument channel was cleaned with the olympus single-use brush bw-422t and endodet. The instrument channel/suction was brushed until no debris was observed in the bristles of the brush. The brush was then discarded. The instrument channel opening was cleaned with the olympus single-use channel-opening cleaning brush maj-1339 until no debris was observed in the bristles of the brush. The biopsy valve, air/water valve, and suction valve were brushed then disinfected/sterilized with the mini endodet 2 (minietd2). It was unknown if the water bottle reprocessed or how it was reprocessed. Manual disinfection was not performed. The mini endodet 2 was used as the automatic endoscope reprocessor (aer) along with endodet detergent and endodis disinfectant. The endoscope and aer were compatible. All channels of the endoscope were connected to aer¿s injection ports and supplied with disinfectant. The disinfectant was used within the expiration date. The aer¿s disinfection process program was used according to the aer manufacturer¿s recommendation. The air/water channel, suction channel, and auxiliary channel were not flushed with alcohol. All removal parts (valves, water resistant cap) were detached from the endoscope. The endoscope was stored in the drying cabinet, hung vertically with the distal end not touching the cabinet floor. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the event could not be identified. Based on the following facts obtained, it was not possible to determine the relationship between the device and the positive culture event. ·since the device was not returned, it was not possible to check the condition of the device. ·the balloon channel was the site where the organism was detected, but the relevance was unknown because the device status was unknown. ·a third culture performed by the institution yielded negative results. The instructions for use (IFU) provides the following guidelines: ¦chapter 6 compatible reprocessing methods and chemical agents. ¦chapter 7 cleaning, disinfection, and sterilization procedures.